Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system the electrode exhibited high out of range system impedance measurements greater than 400 ohms. After troubleshooting the physician decided to replace the electrode, with the second electrode high out of range system impedance measurements greater than 400 ohms occurred. Technical services (ts) suggested troubleshooting options such as disconnecting both external defibrillator and cautery, impedance started to decrease to withing range system impedance of 185 ohms. The sensing was clean with no anomalies. Ts discussed possible connection anomaly. Two inductions were performed and both failed requiring external defibrillation. The physician decided to finish the implant procedure bringing the patient back to reevaluate. Subsequently, two days later a defibrillation threshold (dft) test successfully performed with an in range shock impedance measurement of 113 ohms. This sicd system remains in service. No additional adverse patient effects were reported.